Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead was exhibiting impedance measurements greater than 2000 ohms. It was suspected to be a result of a loose setscrew. The lead was reseated and the impedance measurements resolved. Information was later reported that the lead was surgically abandoned due to loss of capture and high threshold measurements. No adverse patient effects were reported as a result of the procedure.